Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported bilateral leg stimulation during magnetic resonance imaging (MRI) scan, which was subsequently aborted. An x-ray identified migration of a lead that was not being utilized to deliver therapy. A revision procedure was performed, and the migrated lead was removed. Following the revision, MRI was successfully completed.